Manufacturer narrative:
D10: concomitants: 101-05-30 - 3.2mm drill bit30mm 1pk, (B)(6); 170-36-03 - biolox delta femoral head 36mm od, +3.5mm, (B)(6); 180-65-25 - alteon 6.5mm screw, 25mm, (B)(6); 186-01-52 - integrip cc, cluster 52mm, g2, (B)(6); 188-01-07 - wedge plasma x/o sz 7, (B)(6). Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2017. Approximately 5 years and 5 months after the initial procedure the patient had a right hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: periprosthetic osteolysis of internal prosthetic right hip joint. There was a shell of bone left superior posteriorly which was large easily osteolytic. There is also a very large osteolytic lesion medially and superior posteriorly. Sterile dressings were placed and the patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.